Event description:
Contact lens/solution associated infiltrative keratoconjunctivitis. Pt presented with corneal infiltrates, pain, redness, and decreased vision. #1: dose or amount: solution; frequency: nightly; route: topical. #2: dose or amount: contact lens; frequency: daily; route: topical. Dates of use: (B)(6) 2010. Event abated after use stopped: yes.